Manufacturer narrative:
The pump passed functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, self-test and unexpected restart tests. No unexpected external ram crc, unexpected restart or settings resetting noted. The pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was unknown 120 mg/dl at the time of incident. Troubleshooting found that the pump had alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.